Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During photographic evaluation, it was observed the set was missing the tip protector. The reported condition was verified. The cause was determined to be assembly step skipped by the operator during the manual assembly. Staff training was performed to remediate the issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported receiving a vented paclitaxel set which did not have a tip protector. The unit was still in the completely sealed package. The issue was identified during patient set up. No additional information is available.